Manufacturer narrative:
The insulin pump was received with intermittent button response and it alarming button error due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer's mother reported via phone, she was bolusing for the customer's supper and the insulin pump was stuck in the bolus menu. She changed the battery and it said the battery was low and it also alarmed button error. Device alarmed button error again during the call. Customer's blood glucose was 150 mg/dl. Customer's mother didn't recall any significant event which may have cause the device to alarm, other than her attempting to program bolus. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.